Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the upper gastrointestinal tract during a dilatation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the balloon burst inside the patient. No sharp objects were noted in the area of dilatation. The procedure was completed with another a cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device revealed that the balloon was detached from the catheter with a small portion of the balloon still attached to the catheter. There was no issue noted to the catheter. A functional evaluation was not performed due to the damage of the device. Based on the condition of the returned device, this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.